Event description:
Customer reported a button error alarm that he was unable to clear. The blood glucose reading was 124 mg/dl. He also reported that the act button was not fully responsive. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir window and cracked case near the display window corners. No button response due to flattened dome switch on the activate button. No button error alarms noted.